Event description:
On (B)(6) 2013, the reporter, the patient¿s mother, contacted animas to report the pump had intermittent power and the battery compartment was cracked. Troubleshooting revealed the battery cap could not be tightened securely. On (B)(6) 2013, the patient obtained the blood glucose reading of 395 mg/dl and experienced the symptom of severe vomiting. The patient corrected his blood glucose level by taking a 4.0 unit bolus dose of insulin via the pump. The patient did not seek any medical attention. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The patient¿s technique was incorrect by continuing to use the reported pump for insulin pump therapy after he noted the pump casing was damaged. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump power issue occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/24/2014 with the following findings: a review of the pump black box found evidence of unexplained power events. The pump was observed to have a cracked battery compartment and the battery cap returned with the pump was observed to have stripped threads. The battery compartment was observed to have corrosion inside and the pump failed a pump leak test due to a battery compartment leak. The returned battery cap was unable to secure to the pump and pump power interruptions were duplicated during testing. A test cap was inserted and the pump powered on appropriately. The pump exercised for 24 hours without power loss. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no evidence of internal moisture damage was observed inside the pump. Unrelated to the complaint, the keypad was observed to be lifted at the ok button and contamination was observed under the up and contrast button contacts. Also unrelated, the display screen was observed to be discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).